Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is feeling stimulation; however, it was reported that she is concerned with the current recharge burden for her ipg. A new charging system was shipped to the patient; however, the reported issue persists with use of the replacement unit. The patient is working with her physician to determine the next course of action in this matter.